Manufacturer narrative:
The altp gen.2 reagent lot number was 880782. The expiration date was not provided. The qc was within the assigned ranges on the day of sample measurement. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with altp gen.2 (alanine aminotransferase/altp2) assay on a cobas c 503 analytical unit. Initial result: 8 iu/l. Repeat result: 5170 iu/l (tested with a dilution factor of 1:10). The result of 5170 iu/l was deemed to be correct.

Manufacturer narrative:
The provided file was corrupted, and further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined, but it was consistent with a contaminated sample probe.